Event description:
It was reported that during an orthopaedic procedure, the pin collet was not grabbing the pins properly; shredding the pins. It was further reported that the surgical site was not exposed to metal shavings from the pin. The pin collet was replaced and the procedure was completed successfully with no change in pt outcome. There was no reported pt adverse consequences.

Manufacturer narrative:
The pin collet was received at the MFR for testing. An evaluation was conducted, and the complaint was confirmed. According to the investigation details, the collet had corrosion build-up on the internal components.